Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not available.

Event description:
A new prescription for a custom distal femur device has been received. The patient developed a loosened right femur stem due to lack of bone formation at ha collar.

Manufacturer narrative:
The exact cause of the event could not be determined because further information such as device catalogue and lot numbers, the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends.

Event description:
A new prescription for a custom distal femur device has been received. The patient developed a loosened right femur stem due to lack of bone formation at ha collar.